Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised forced sensor system alarm and low blood glucose level. Customer¿s blood glucose value at time of incident was 32 mg/dl and current blood glucose value was 118 mg/dl. Customer stated that they drank high sugar juices it was coming down. The drive support cap is protruded. Customer declined to continue with troubleshoot because she was not feeling well. Insulin pump will be returned for analysis.